Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient f.o. Sensor failure on balloon. During the call, it was realized that the cs300 intra-aortic balloon pump (iabp) male end pins on the pressure cable insertion were bent. No patient harm was reported. Related balloon complaint: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, e1-(site country), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that during use check up cs300 intra-aortic balloon pump (iabp) had sensor failure on a balloon, the male end pins on the pressure cable insertion were bent. There was no patient harm. There was no service requested by customer from getinge. There is no further information available.